Manufacturer narrative:
Concomitant medical product: 4965-35 lead implanted: (B)(6) 2000.

Event description:
It was reported that the patient's right ventricular (rv) lead was fractured. The rv lead was explanted and replaced. No patient com plications have been reported as a result of this event.